Event description:
Harmonic console was showing error message "release pressure on blade." Once that action was done, it then read "remove from patient" followed by "clean blade" followed by "replace hand piece."